Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised due to acetabular and femoral loosening as well as infection.